Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons require multiple press to get respond. Customer stated that insulin pump rejected new batteries. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.